Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on this information, a cause for the reported difficult gripper actuation cannot be determined. The reported failure leaflet grasping appears to be due to the challenging anatomy (prolapsed anterior leaflet). The reported difficult to remove (anatomy) was due to procedural conditions as the clip got stuck on the leaflet during grasping but was freed after troubleshooting. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during grasping the clip got stuck on the anterior leaflet, the clip was freed but then gripper arm actuation issue occurred. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the grasping was performed. An attempt was made to get a good grasp but there was a prolapsed anterior leaflet and the clip got stuck on the leaflet and could not get it off. The grippers were cycled, and the clip was freed. After that the gripper would no longer come up. The cds with the clip was then removed from the patient anatomy and a new cds was used to complete the procedure. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.